Manufacturer narrative:
Block b3: exact date unknown, event occurred december 2024. Block d6b: explant date: (B)(6) 2024.

Event description:
It was reported that the patient experienced inadequate pain relief and shocking stimulation. The patent underwent an explant procedure and noted that there is still a pinching feeling after the device was removed. No further information could be obtained despite good faith efforts.